Event description:
A report was received from a (B)(6) patient who had a fraxel treatment for acne done in london, united kingdom. Both sides of the patient's face were treated from temple to cheeks. The patient indicated that he had been instructed by the doctor to use hydroquinone and he has been using it for the past 7 months. However, he stated that the left hand side of his face is approximately two shades darker than the surrounding skin, while the treated area on the right side is approximately five shades darker. We have been trying to contact the physician who performed the procedure to collect additional information however, to date we have been unsuccessful.

Manufacturer narrative:
No additional information was provided by the treating physician. The investigation was conducted based on the information we received from the customer. According to fraxel re:pair user manual, post inflammatory hyperpigmentation (pih) or hypo pigmentation are known complications of many laser treatments. In patients who are prone to pih, bleaching agents are used before and resumed one week after the treatments to avoid skin irritation. Pih is generally transient, lasting from weeks, up to 3 months. The condition will be hastened/worsened if the patient is not compliant with sun protection/avoidance. In this particular case, no pictures were provided and no report of system issues during treatment by the patient.